Manufacturer narrative:
(B)(6) 2011, the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the up and down arrow buttons on her onetouch ultra2 meter do not respond. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011. The patient manages her diabetes with 70/30 insulin (self adjuster); however, it is unclear what action the patient took in response to the alleged issues. The patient denied testing her blood glucose with another device. As a result of the product issues, the patient reportedly developed symptoms of sweating, fast heartbeat, and dizziness on (B)(6) 2011 (time not specified) and the patient's husband administered glucose tablets and orange juice as treatment at 5am. At the time of the alleged issue, the csr noted the patient was using the subject meter for the first time and there was no misuse of the lfs product. The reported product issues remain unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.